Manufacturer narrative:
This event occurred in (B)(6). The field service engineer discovered the sample probe cable was damaged. He replaced the sample probe cable. He performed an instrument check within acceptable results but had a positive trend. He replaced the sipper probe and performed another instrument check with acceptable results. After service, the customer performed calibration and qc with acceptable results. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys t3, elecsys t4 assay, elecsys shbg, elecsys ft4 iii assay, elecsys vitamin b12 immunoassay, elecsys tsh assay, elecsys dhea-s, elecsys testosterone ii assay, elecsys prolactin assay, elecsys estradiol ii assay, elecsys cortisol ii results for 57 patients tested on a cobas 8000 e 801 module. The customer stopped testing when a qc for an assay, folate, showed a high result with a data alarm. The customer confirmed qc prior to patient testing was acceptable. The initial results were not reported outside the laboratory. The customer performed repeat testing for confirmation. Elecsys t3 reagent lot number was 48099900 with an expiration date requested but not provided. Elecsys t4 assay reagent lot number and expiration date were requested but not provided. Elecsys shbg reagent lot number was 45937200 with an expiration date requested but not provided. Elecsys ft4 iii assay reagent lot number was 48319800 with an expiration date requested but not provided. Elecsys vitamin b12 immunoassay reagent lot number was 44689200 with an expiration date requested but not provided. Elecsys tsh assay reagent lot number was 47973900 with an expiration date requested but not provided. Elecsys dhea-s reagent lot number was 46334100 with an expiration date requested but not provided. Elecsys testosterone ii assay reagent lot number was 47259300 with an expiration date requested but not provided. Elecsys prolactin assay reagent lot number was 42698400 with an expiration date requested but not provided. Elecsys estradiol ii assay reagent lot number was 47819500 with an expiration date requested but not provided. Elecsys cortisol ii reagent lot number was 49065700 with an expiration date requested but not provided.

Manufacturer narrative:
The field service engineer replaced various parts and performed system adjustments, cleanings, and checks. After service, the customer's calibration and qc were acceptable. The customer has not reported any further issues. The investigation reviewed the customer's alarm trace and noted sample aspiration errors. A sample quality issue cannot be excluded. The investigation could not identify a product problem. The cause of the event could not be determined.